Manufacturer narrative:
One used device was received and evaluated. Additionally, an unspecified extension set was returned with the device. Visual inspection of the device revealed that the male adapter of the option lok was completely broken off inside the clave of the extension set. White drag marks were noted indicating the use of force. Hospira had completed a formal investigation to address similar complaints due to spin collar option-lok connection problems with other devices which resulted in leaks, cracks and general connections events. According to investigation findings, the reported defect is related to the design. The spin collar option-lok ¿t¿ dimension was changed to overcome interference with the clave and microbore clave thread stops (also other connector could be impacted). The slightly reduced thread length may be a contributing factor in this customer complaint received for broken male adapter. Initially the list# of the device was unk. However, after the device was received visual inspection confirmed that the sample belongs to list# 12538.

Event description:
The customer contact reported broken tip. The tubing set was being used to deliver an unspecified medication. No specific details were provided. Though requested, no additional information was received, including specific event details, patient outcome, and if any medical interventions were required.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received.

Event description:
The customer contact reported broken tip. The tubing set was being used to deliver an unspecified medication. No specific details were provided. Though requested, no additional information was received, including specific event details, patient outcome, and if any medical interventions were required.